Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: e1 (last name and email address). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: blurry image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to bad charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a bad image. The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a bad image. The issue was identified, during preparation for use. There were no reports of patient harm.